Manufacturer narrative:
A visual examination of the returned device found that only the spool was returned with a small portion of the trip wire attached. In addition, there was residue present on the device. The suture was not attached to the wire and was not returned with the spool, nor was the ligator head. The trip wire was broken near the handle. A functional check of the handle indicated that the handle could be rotated and would ¿click¿ approximately every 180 degree of rotation. There are no markings in the groove of the spool, which typically indicates that the wire had been cinched or an attempt had been made to cinch the wire. The condition of the returned incident device was consistent with the complaint that the trip wire was broken. There are controls in the manufacturing process that exist to limit product performance issues. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-00819 and manufacturer report 3005099803-2011-00820 for associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during a esophageal varices banding performed on (B)(6), 2011. According to the complainant, during preparation, they noticed that the tripwire was broken when they opened the packaging. It was reported that there was no damage to the packaging itself. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-00819 and manufacturer report 3005099803-2011-00820 for associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during a esophageal varices banding performed on (B)(6), 2011. According to the complainant, during preparation, they noticed that the tripwire was broken when they opened the packaging. It was reported that there was no damage to the packaging itself. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.